Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the transmitter gave intermittent out of range signals.at the time of contact with dexcom technical support, patient claimed they had low blood sugars.